Event description:
Civco was notified that a type-s head extension joint broke near the locking mechanism and allowed the patient to fall. The patient was lying flat on their back as they adjusted themslef of the type-s head extension. The type-s head extension broke and the patient fell about 2-3 feet. The patient was evaluated by x-ray and no injury was identified.

Manufacturer narrative:
Clinician/hospital glued joint together prior to returning for evaluation which made evaluation of the original joint adhesive impossible. Patient repositioned self putting excessive pressure on worn device. Instructions for use describes and diagrams correct repositioning process of patient/clinician. Instructions for use indicate to inspect for damage/wear prior to use and not to use a damaged device.